Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: "date: 2009. Inratio: 5.5, lab: 3.9. Patient reports that she has always received high results from the meter. She has had it for just a few weeks. A 5.5 on the meter and within 30 minutes 3.9 at the hospital lab, her range is around 2.5 and a dose was withheld, she tested today and got a 1.8. No other information provided.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. The 1.8 inr is excluded from comparison test since no lab reference indicated and is obtained more than 3 hours from previous result (5.5 inr). Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio meter: 5.5 inr, reference: 3.9 inr, mean: 4.70, confidence limits: 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter was returned; functional test was performed on returned meter. All testing criteria passed. Product deficiency was not established. Further test is not required at this time. Trending and tracking will be performed in review for strip lot # 220375. (Total number of discrepant complaints, including this event, is 3). The allowable difference between the inratio inrs and lab inrs are calculated. At least two out of three replicates for both samples for strip lot 220375 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. No corrective action required at this time as no product discrepancy was established.